Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis. The breach was described as the patient did not wash their hands during therapy. On the same day as onset, the patient was hospitalized and began treatment with injection amikacin (125 mg, once a day, route not reported) and injection fortum (500 mg, thrice a day, route not reported). At the time of this report, amikacin and fortum therapies were ongoing. The patient outcome was unknown. It was not reported if the patient was retrained on proper aseptic technique. Action taken with dianeal therapy was not reported. Additional information is not available.